Event description:
During a low anterior resection procedure, the surgeon tried to close the device but he was not able to close the device by his hand force even though the closing trigger was moved to the handle. Consequently, the closing trigger was broken by force. The surgeon tried to do rectum resection by with another device by he couldn't close perfectly closing trigger. He made a completion of rectum transection by another device. The lar procedure was changed to coloanal suturing. The user couldn't close the device perfectly during three trials and the result of finial firing was a leak. There was no reported patient consequence.